Event description:
It was reported the patient's stimulator flipped prior to a motor vehicle accident. It was noted the patient had lost approximately 90 pounds. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).